Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device failed test steps during testing. The device's oxygen blending module board, oxygen blending harness, blower motor, system board and flow sensor were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending board, oxygen blending harness, blower motor, system board and flow sensor were replaced to address failed test steps during testing. The device's oxygen blending module board did not require replacement.